Manufacturer narrative:
No patient information available to date. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows was re-aligned and re-seated to resolve the issue.

Event description:
The hospital reported that the bellows began to stick resulting in the loss of mechanical ventilation. There was no report of patient injury.